Event description:
It was reported that syringe 50ml ll had foreign matter inside the syringe. The following information was provided by the initial reporter: to whom it may concern, we have found a 50ml syringe that has a black oil like substance on the inside of the syringe. I still have syringe if you need it back for further investigation.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Through visual inspection, a black substance was observed along the plunger, therefore the reported failure could be verified. Based on our evaluation, it was determined the substance is likely grease from the plunger mold. A device history review was performed for reported lot 2008312, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Machines undergo proper maintenance and clearly defined cleaning procedures. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of grease accumulating within the plunger mold.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll had foreign matter inside the syringe. The following information was provided by the initial reporter: to whom it may concern, we have found a 50ml syringe that has a black oil like substance on the inside of the syringe. I still have syringe if you need it back for further investigation.